Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, just after the device was unpacked, it was discovered that the distal tip of the stent had been torn. Reportedly, the suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(6). (B)(4) for torn material.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, just after the device was unpacked, it was discovered that the distal tip of the stent had been torn. Reportedly, the suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the device was bent and the bladder pigtail tip was ripped. The suture hole was torn, and the suture was missing from the device. Based on the event information, the defect was identified outside the patient during preparation for the procedure. The stent was most likely torn while cutting the suture when the device was prepared for use.